Event description:
A critical care nurse unplugged the stryker bed in an effort to prepare the patient to transfer to another area of the facility. The bed was difficult to maneuver as it would not move easily and required much effort and pushing. The bed worked off and on during transport. The employee was treated for a lower lumbar sprain relating to the difficulty in operating the bed.====================== manufacturer response for stryker bed, unknown======================the bed was serviced by stryker and was found to have a defective battery.